Event description:
Information received by medtronic indicated that the inpen screw was not moving as intended. The screw did not move when the button was pushed. Insulin did not exit. No harm requiring medical intervention was reported. The inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen screw was not moving as intended. The screw did not move when the button was pushed. Insulin did not exit. No harm requiring medical intervention was reported. The inpen will be returned for analysis.